Event description:
It was reported that the patient was having pain at the ipg incision site due to the lead extension tails being coiled. The stimulation changes with posture as well. The patient underwent a revision procedure wherein the ipg was replaced and the lead extensions were removed. The patient was doing well postoperatively, and all explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 13507921/13625988.